Manufacturer narrative:
The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Visual examination of the device revealed a circumferential fracture at the distal side of fiber/cap fusion zone at the bevel edge that has the potential for forward firing. The fiber proximal to fracture can rotate independently of the metal cap. The glass cap exhibits severe devitrification at output window, caused by heat accumulation at the fiber tip, resulting in crystallization of the glass cap. The metal cap exhibits severe detritus adhesion on surface, indicative of tissue contact. During functional testing with the hene (helium-neon) laser fixture, a break was identified in the fiber body. Since there was no allegation reported against the fiber body and there is objective evidence that the device was used, the identified damage likely occurred after the procedure or during transit for product return. Therefore, the fiber body damage is not related to the initial allegation. The connector cone, segments, and tabs appear in good condition and secured. Based on the observed circumferential fracture the reported event is confirmed and a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted distal circumferential fracture. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event, which indicates. The interaction between the user and device, or sample, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure the fiber displayed expired courtesy error message. A second fiber was utilized to complete the procedure without patient complications. Analysis of the returned device identified a distal circumferential fracture that could potentially lead to forward firing.